Manufacturer narrative:
The straight suction was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned suction was not able to verify when attached to a known good tracker returning a divot error of 4.8mm to 5.8mm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site has a damaged straight suction that needs to be replaced. The damaged suction passes verification barely, the suction needs to be held in a very steep angle and in a specific position to get it registered and with inconsistent success. No patient was present at the time of the event.